Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported concerns regarding their incisors. The customer support team confirmed intrusion of teeth 7 and 10 and initiated a 7 day rest period. After 7 days the intrusion was confirmed to be resolved and they proceeded with treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.